Event description:
Brightview gamma camera system displayed no power to gantry ¿ biomed determined a new power supply was needed. Downtime was estimated at 8 hours or up to 3 days depending on if the part was available.